Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") in a 26-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6) 2010), trisomy 18 and pap smear abnormal. Patient denies other medical problems. Concurrent conditions included body mass index normal, benign fallopian tube neoplasm and smoker. Concomitant products included anaesthetics (anesthesia). On (B)(6)2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: nickel in essure/ nickel allergy"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with menses"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problems or changes"), dysuria ("urinary problems"), nausea ("nausea"), weight increased ("weight gain") and rash ("rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("excessive cramping / lower abdomen pain (severe)"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysuria, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, weight increased, abdominal pain lower, back pain, rash and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2010 patient had obstetrical ultrasound report resulted in transabdominal us u/s machine: ge voluson. E8. U/s view: good. Single viable iup at 13 & 5/7 weeks by stated dates, iup at 14 & 1/7 weeks by today¿s ultrasound, appropriate fetal anatomy imaged for gestational age, normal amniotic fluid, normal nuchal translucency, 2.4mm, anterior placenta with several placental lakes noted, the uterus and adnexa were seen and appear normal. Most recent follow-up information incorporated above includes: on 11-may-2018: pfs received. Updated suspect drug indication. Events rash and abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") in a 27-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 (B)(6) 2003, (B)(6) 2009, (B)(6) 2010), trisomy 18 and pap smear abnormal. Patient denies other medical problems. Concurrent conditions included body mass index normal, benign fallopian tube neoplasm and smoker. Concomitant products included anaesthetics (anesthesia) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: nickel in essure/ nickel allergy"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problems or changes"), dysuria ("urinary problems"), nausea ("nausea"), weight increased ("weight gain"), rash ("rash/rashes") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, 2 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with menses") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping / lower abdomen pain (severe)"), back pain ("back pain"), abdominal pain ("abdominal pain") and urticaria ("rashes or skin conditions type: hives"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, migraine, headache, abdominal pain lower, back pain and abdominal pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysuria, dysmenorrhoea, nausea, fatigue, weight increased, rash, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2010 patient had obstetrical ultrasound report resulted in transabdominal us u/s machine: ge voluson e8. U/s view: good. Single viable iup at 13 & 5/7 weeks by stated dates, iup at 14 & 1/7 weeks by today¿s ultrasound, appropriate fetal anatomy imaged for gestational age, normal amniotic fluid, normal nuchal translucency, 2.4mm, anterior placenta with several placental lakes noted, the uterus and adnexa were seen and appear normal most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following events were added: psychological or psychiatric problems condition: mental anguish, rashes or skin conditions type: hives. Event term updated: rash. Concomitant drug added. Event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") in a 27-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 (22oct2003, 31aug2009, 29sep2010), trisomy 18 and pap smear abnormal. Patient denies other medical problems. Concurrent conditions included body mass index normal, benign fallopian tube neoplasm and smoker. Concomitant products included anaesthetics (anesthesia) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6)2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: nickel in essure/ nickel allergy"). In january 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problems or changes"), dysuria ("urinary problems"), nausea ("nausea"), weight increased ("weight gain"), rash ("rash/rashes") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2013, 2 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with menses") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping / lower abdomen pain (severe)"), back pain ("back pain"), abdominal pain ("abdominal pain") and urticaria ("rashes or skin conditions type: hives"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy(uterus and cervix removed)). Essure was removed on 4-sep-2013. At the time of the report, the pelvic pain, dyspareunia, migraine, headache, abdominal pain lower, back pain and abdominal pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysuria, dysmenorrhoea, nausea, fatigue, weight increased, rash, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6)2010 patient had obstetrical ultrasound report resulted in transabdominal us u/s machine: ge voluson e8. U/s view: good. Single viable iup at 13 & 5/7 weeks by stated dates, iup at 14 & 1/7 weeks by today¿s ultrasound, appropriate fetal anatomy imaged for gestational age, normal amniotic fluid, normal nuchal translucency, 2.4mm, anterior placenta with several placental lakes noted, the uterus and adnexa were seen and appear normal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") in a 26-year-old female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6) 2010), trisomy 18 and pap smear abnormal. Patient denies other medical problems. Concurrent conditions included body mass index normal, benign fallopian tube neoplasm and smoker. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: nickel in essure/ nickel allergy"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with menses"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problems or changes") and dysuria ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), abdominal pain lower ("excessive cramping / lower abdomen pain (severe)") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysuria, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2010 patient had obstetrical ultrasound report resulted in transabdominal us u/s machine: ge voluson. E8. U/s view: good. Single viable iup at 13 & 5/7 weeks by stated dates, iup at 14 & 1/7 weeks by today¿s ultrasound, appropriate fetal anatomy imaged for gestational age, normal amniotic fluid, normal nuchal translucency, 2.4mm, anterior placenta with several placental lakes noted, the uterus and adnexa were seen and appear normal. Most recent follow-up information incorporated above includes: on 26-feb-2018: reporter added, patient historical and concomitant condition added, lot number received, product information updated, lab data added, events added as follows;- vaginal haemorrhage, menorrhagia, allergy to metal, cystitis, urinary tract infection, vaginal infection,bladder disorder, dysuria, dysmenorrhea, dyspareunia, migraines, headaches, nausea, vaginal discharge, fatigue, weight gain, abdominal pain lower, back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / pelvic pain') in a 27-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6) 2010), trisomy 18 and pap smear abnormal. Patient denies other medical problems. Concurrent conditions included body mass index normal, benign fallopian tube neoplasm and smoker. Concomitant products included anesthetics and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: nickel in essure/ nickel allergy"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problems or changes"), dysuria ("urinary problems"), nausea ("nausea"), rash ("rash/rashes") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with menses") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping / lower abdomen pain (severe)"), back pain ("back pain"), abdominal pain ("abdominal pain") and urticaria ("rashes or skin conditions type: hives"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder and abdominal pain had resolved, the menstrual disorder, allergy to metals, dysuria, dysmenorrhoea, nausea, fatigue, weight increased, rash, anxiety and urticaria outcome was unknown and the dyspareunia, migraine, headache, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2010 patient had obstetrical ultrasound report resulted in transabdominal us u/s machine: ge voluson e8. U/s view: good. Single viable iup at 13 & 5/7 weeks by stated dates, iup at 14 & 1/7 weeks by today¿s ultrasound, appropriate fetal anatomy imaged for gestational age, normal amniotic fluid, normal nuchal translucency, 2.4mm, anterior placenta with several placental lakes noted, the uterus and adnexa were seen and appear normal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, abdominal pain, menorrhagia, vaginal hemorrhage, vaginal infection, uti, cystitis were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.